Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the reservoir may have been leaking because the top of the reservoir where the tubing connector is sometimes is wet and the inside of the reservoir compartment in the insulin pump smells like insulin. Customer stated that the device has no cracks or splits. Blood glucose value was 240 mg/dl. Nothing further reported.